Event description:
One complaint has been received. Lanes 27 and 39 are coming up as false negative for dpb1 126:01 allele with the dpb1 ssp unitray kit. Internal investigation identified a trend of three complaints regarding lanes 27 and 39 giving false negative results for a dpb1 126:01 allele which are undefined. Currently there are qc comments provided with the kit about the primers in the affected lanes, stating that they have predicted reactivity. The dpb1 126:01 allele reactivity is assigned according to the common alleles. The primer mixes have not been tested with a dpb1 126:01 sample; the labeling stated the primers in lanes 27 and 39 would amplify the targeted sequences in the dpb1 126:01 allele.

Manufacturer narrative:
.